Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.

Event description:
It was reported that a patient underwent a robotic total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device morcellated for five to ten minutes and then stopped working. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatch 2210968-2012-02754, 2210968-2012-02755, 2210968-2012-02756, 2210968-2012-02758, and medwatch 2210968-2012-02759. The same patient is represented in each medwatch.